Event description:
This unsolicited case from united states was received on 05-jan-2018 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and next day the patient experienced knee was swollen/ knee was three times its normal size, couldn't put any weight on the knee at all; after 2 days patient had might have had a fever; after 3 days patient had excruciating pain/ throbbing pain/ knee hurts and could not sleep because of the throbbing pain; after unknown latency the patient knee burns, could not walk. No relevant medical history and concurrent condition was reported. The patient had previously had cortisone injections every six to nine months over the last five or so years, but no previous synvisc/ synvisc one injections. The patient had no prostheses, no known allergies, no diabetes or immune system disorder. Patient had no previous immunosuppressant therapy besides the previous cortisone injections in the knee. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number and expiration date: not reported) for osteoarthritis in the left knee. The procedure was not unusual and it was better tolerated than the cortisone injections. After cortisone injections the knee was a little ache-y, but not after the synvisc one injection. Patient received a single injection of synvisc one, no other injections were given. Patient came home after the injection and put the leg up to rest it. The patient's symptoms started the next morning. Patient got out of bed in the morning and fell on the floor because she couldn't put any weight on the knee at all (latency: 1 day). The knee was swollen to twice its normal size and patient had pictures that she could share. Patient used a golf club as a crutch, initially. Patient applied ice to the knee and took diphenhydramine hydrochloride (benadryl), as recommended by the doctor's office, starting on (B)(6) 2017. Patient experienced excruciating pain and by (B)(6) 2017, the knee was three times its normal size (latency: 3 days). Patient could not sleep because of the throbbing pain (latency: 3 days). Patient might have had a fever on (B)(6) 2017, but did not take her temperature (latency: 2 days). The patient was seen by the doctor on (B)(6) 2017 and was prescribed anti-inflammatory medication and unspecified cortisone dose pack. No fluid was drawn from the knee and no bloodwork was done. Patient got crutches on the way home. The patient did not have trouble bearing weight on the knee before the injection and her pain level was 6-7 out of 10. After the injection could not bear weight on the knee and could not walk without crutches for two weeks; the pain level was 10 out of 10 (latency: unknown). Before the injection, the knee hurt if she overdid, now it hurts/burns all the time and patient does not trust it to be her lead foot going up or down stairs. The patient's pain lessened by (B)(6) 2017 and the swelling lessened by (B)(6) 2017, but patient could not bear weight on the knee until thanksgiving. The knee was still more swollen than before the injection and bigger than her right knee. The patient was overall in good health. Corrective treatment: anti-inflammatory medication, a cortisone dose pack, diphenhydramine hydrochloride and ice for knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts, knee burns; crutches for could not walk and couldn't put any weight on the knee at all; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts.

Event description:
This unsolicited case from united states was received on 05-jan-2018 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and next day the patient experienced knee was swollen/ knee was three times its normal size, couldn't put any weight on the knee at all; after 2 days patient had might have had a fever; after 3 days patient had excruciating pain/ throbbing pain/ knee hurts and could not sleep because of the throbbing pain; after unknown latency the patient knee burns, could not walk. No relevant medical history and concurrent condition was reported. The patient had previously had cortisone injections every six to nine months over the last five or so years, but no previous synvisc/ synvisc one injections. The patient had no prostheses, no known allergies, no diabetes or immune system disorder. Patient had no previous immunosuppressant therapy besides the previous cortisone injections in the knee. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number and expiration date: not reported) for osteoarthritis in the left knee. The procedure was not unusual and it was better tolerated than the cortisone injections. After cortisone injections the knee was a little ache-y, but not after the synvisc one injection. Patient received a single injection of synvisc one, no other injections were given. Patient came home after the injection and put the leg up to rest it. The patient's symptoms started the next morning. Patient got out of bed in the morning and fell on the floor because she couldn't put any weight on the knee at all (latency: 1 day). The knee was swollen to twice its normal size and patient had pictures that she could share. Patient used a golf club as a crutch, initially. Patient applied ice to the knee and took diphenhydramine hydrochloride (benadryl), as recommended by the doctor's office, starting on (B)(6) 2017. Patient experienced excruciating pain and by (B)(6) 2017, the knee was three times its normal size (latency: 3 days). Patient could not sleep because of the throbbing pain (latency: 3 days). Patient might have had a fever on (B)(6) 2017, but did not take her temperature (latency: 2 days). The patient was seen by the doctor on (B)(6) 2017 and was prescribed anti-inflammatory medication and unspecified cortisone dose pack. No fluid was drawn from the knee and no bloodwork was done. Patient got crutches on the way home. The patient did not have trouble bearing weight on the knee before the injection and her pain level was 6-7 out of 10. After the injection could not bear weight on the knee and could not walk without crutches for two weeks; the pain level was 10 out of 10 (latency: unknown). Before the injection, the knee hurt if she overdid, now it hurts/burns all the time and patient does not trust it to be her lead foot going up or down stairs. The patient's pain lessened by (B)(6) 2017 and the swelling lessened by (B)(6) 2017, but patient could not bear weight on the knee until (B)(6). The knee was still more swollen than before the injection and bigger than her right knee. The patient was overall in good health. Corrective treatment: anti-inflammatory medication, a cortisone dose pack, diphenhydramine hydrochloride and ice for knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts, knee burns; crutches for could not walk and couldn't put any weight on the knee at all; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for knee burns, knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts; disability for couldn't put any weight on the knee at all and could not walk additional information was received on 02-feb-2018. Seriousness criterion was updated for the events of couldn't put any weight on the knee at all and could not walk. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 2-feb 2017: this case concerns a patient who received synvisc one injection and later was unable to walk and experienced weight bearing difficulty for which had been using crutches. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further laxck of information regarding patient's current clinical presentation, medical history, and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 05-jan-2018 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and next day the patient experienced knee was swollen/ knee was three times its normal size, couldn't put any weight on the knee at all; after 2 days patient had might have had a fever; after 3 days patient had excruciating pain/ throbbing pain/ knee hurts and could not sleep because of the throbbing pain; after unknown latency the patient knee burns, could not walk and device malfunction (same day later). No relevant medical history and concurrent condition was reported. The patient had previously had cortisone injections every six to nine months over the last five or so years, but no previous synvisc/ synvisc one injections. The patient had no prostheses, no known allergies, no diabetes or immune system disorder. Patient had no previous immunosuppressant therapy besides the previous cortisone injections in the knee. Family history included: cancer, heart disease, hypertension, arthritis and stroke syndrome. The patient was a current everyday smoker and smoked 3 to 4 packets per day. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number: 7rsl021; expiration date: 31-may-2020) for osteoarthritis in the left knee. The procedure was not unusual and it was better tolerated than the cortisone injections. After cortisone injections the knee was a little ache-y, but not after the synvisc one injection. The patient tolerated the procedure well. Patient received a single injection of synvisc one, no other injections were given. Patient came home after the injection and put the leg up to rest it. The patient's symptoms started the next morning. Patient got out of bed in the morning and fell on the floor because she couldn't put any weight on the knee at all (latency: 1 day). The knee was swollen to twice its normal size and patient had pictures that she could share. Patient used a golf club as a crutch, initially. The same day, patient experienced device malfunction. Patient applied ice to the knee and took diphenhydramine hydrochloride (benadryl), as recommended by the doctor's office, starting on (B)(6) 2017. Patient experienced excruciating pain and by (B)(6) 2017, the knee was three times its normal size (latency: 3 days). Patient could not sleep because of the throbbing pain (latency: 3 days). Patient might have had a fever on (B)(6) 2017, but did not take her temperature (latency: 2 days). The patient was seen by the doctor on (B)(6) 2017 and was prescribed anti-inflammatory medication and unspecified cortisone dose pack. No fluid was drawn from the knee and no bloodwork was done. Patient got crutches on the way home. The patient did not have trouble bearing weight on the knee before the injection and her pain level was 6-7 out of 10. After the injection could not bear weight on the knee and could not walk without crutches for two weeks; the pain level was 10 out of 10 (latency: unknown). Before the injection, the knee hurt if she overdid, now it hurts/burns all the time and patient does not trust it to be her lead foot going up or down stairs. The patient's pain lessened by (B)(6) 2017 and the swelling lessened by (B)(6) 2017, but patient could not bear weight on the knee until (B)(6). The knee was still more swollen than before the injection and bigger than her right knee. The patient was overall in good health. Corrective treatment: anti-inflammatory medication, a cortisone dose pack, diphenhydramine hydrochloride and ice for knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts, knee burns; crutches for could not walk and couldn't put any weight on the knee at all; not reported for rest outcome: unknown for device malfunction; recovering for rest all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for knee burns, knee was swollen/ knee was three times its normal size, excruciating pain/ throbbing pain/ knee hurts; disability for couldn't put any weight on the knee at all and could not walk and device malfunction additional information was received on 02-feb-2018. Seriousness criterion was updated for the events of couldn't put any weight on the knee at all and could not walk. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 09-feb-2018 from the patient. Additional event of device malfunction was added. Product lot number and expiration date were added. Concurrent condition was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-feb-2018: this case concerns a patient who received synvisc one injection from the recalled lot and later was unable to walk and experienced weight bearing difficulty for which had been using crutches. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.